Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient had a fall off their tractor. Upon further investigation the patient's lead had migrated, which was confirmed via x-ray, and as a result was experiencing ineffective therapy. Surgical intervention took place where the entire system was explanted to address the issue.

Manufacturer narrative:
Date of event estimated.